Event description:
It was reported the device broke and a revision surgery was required. Screw fractured. Patient outcome for this event was revision to a fusion with alternate nail system. It is reported no patient injury is alleged.

Manufacturer narrative:
The device will not be returned. Based on reported information, integra has initiated an investigation.